Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve also met the requirements for siphon, reflux, pressure-flow and preimplantation testing. It did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: the lot number was originally reported as d21674 and was later corrected to d81833. These fields have been updated. (B)(4)

Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve also met the requirements for siphon, reflux, pressure-flow and preimplantation testing. It did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records showed no anomalies. Medtronic neurosurgery does not recommend the use of devices beyond the use by date on the label. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be obstructed. According to the report, there was no injury to the patient.